Event description:
On (B)(6) 2012, a doctor reported a connection issue between a patient connector and a titanium adapter. The doctor reported that when changing the patient's transfer set, a gap at the junction was observed. The sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed visual inspection, leak testing, and clear passage testing with no issues found. The device was hand tightened to a test titanium adapter with difficulty. The reported problem was confirmed. The inside diameter of the device was found to be below specification, causing the connection issues with the titanium adapter. The root cause was identified to be manufacturing related. An investigation into the molding process was conducted and corrective actions were taken to ensure that the inside diameter of the sets are in the center of the specification range. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.